Event description:
On (B)(6) 2021, this female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services she experienced a hernia. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced a hernia (unknown type) prior to the start of pd therapy (exact date not provided). The patient has not undergone corrective surgery for the hernia and has experienced drain complications during ccpd therapy on the liberty select cycler at home as a result. The patient is scheduled to have their hernia and pd catheter (not a fresenius product) evaluated in the near future. It was confirmed the patient¿s hernia was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home with persistent drain complications. Upon further follow up, the pdrn reported the patient was hospitalized on (B)(6) 2021, to remove the pd catheter and was switched to hemodialysis. Per pdrn, the cause of hospitalization was the malfunction of the pd catheter due to constipation. The patient is still hospitalized because of low sodium (onset is unknown). The pdrn confirmed that the hernia predates the pd therapy and there was no impact on the size of hernia since the start of treatment and there are no plans for corrective surgery of hernia. The request for additional information was declined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship does not exist between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the adverse event of the patient¿s hernia, as the patient¿s hernia preexisted the start of pd therapy. It is well established for those patients undergoing peritoneal dialysis (pd) therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s hernia cannot be determined; however, it can be concluded this event was not due to the use of any fresenius product(s) or device(s) as a temporal relationship does not exist. Additionally, it is well known for pd patients, most hernias occur prior to the start of pd therapy. Therefore, the liberty select cycler can be excluded as a source of this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2021, this female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services she experienced a hernia. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced a hernia (unknown type) prior to the start of pd therapy (exact date not provided). The patient has not undergone corrective surgery for the hernia and has experienced drain complications during ccpd therapy on the liberty select cycler at home as a result. The patient is scheduled to have their hernia and pd catheter (not a fresenius product) evaluated in the near future. It was confirmed the patient¿s hernia was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home with persistent drain complications. Upon further follow up, the pdrn reported the patient was hospitalized on (B)(6) 2021, to remove the pd catheter and was switched to hemodialysis. Per pdrn, the cause of hospitalization was the malfunction of the pd catheter due to constipation. The patient is still hospitalized because of low sodium (onset is unknown). The pdrn confirmed that the hernia predates the pd therapy and there was no impact on the size of hernia since the start of treatment and there are no plans for corrective surgery of hernia. The request for additional information was declined.